Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump, two cylinders and a reservoir were received for evaluation. The inlet tube with connector was detached to allow testing. Examination and testing of the returned components revealed a separation in the exhaust tube of cylinder 1 near the tube/strain relief junction. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. A partial separation was noted on the inlet tube of the reservoir near the strain relief. Testing revealed this to not be a site of leakage. A group of partial separations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. Testing revealed this to not be a site of leakage. Abrasion was noted on the detached inlet tube. Microscopic examination of the detachment end of the inlet tube of the reservoir and detached inlet tube with connector showed the surfaces to be rough and irregular. No functional abnormalities are noted with the pump, detached tubing with connector, cylinder 2 or reservoir. Based on examination of the returned product, it was concluded that the rough and irregular surfaces indicates that sufficient stress(s) was exerted on the exhaust tube of cylinder 1 to separate the tube while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Because on the observed instrument damage on the reservoir inlet tube, quality concluded that the rough detachment ends of the inlet tube may have likely occurred during or subsequent to explant. This area is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a malfunctioning device with a broken tube caused the pump to be flat and loose fluid.